Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion sur gery. No additional information was reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2005 ,patient was admitted to the facility where the surgeon performed spine fusion surgery on the lumbar region of his spine from vertebrae l4 to l5. Post-op, patient was reported having "worsening lower back pain, with pain radiating into both legs". "Severe pain and symptoms may result in patient to undergo a revision surgery, which has been recommended". Patient continues to experience chronic and daily low back pain of varying degrees, depending on activity level and weather". Patient uses cane for ambulation and takes pain medication.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2005, the patient was pre-operatively diagnosed with segmental instability and discogenic low back pain at l4-5 and underwent the following procedures: posterolateral intertransverse arthrodesis, l4-l5, l5-s1. Posterior lumbar interbody arthrodesis, l4-l5. Placement of prosthetic device, nuvasive peek interbody cage, l4-l5. Use of bone morphogenetic protein. Decompressive lumbar laminectomy, l4-l5. Bilateral l4 and l5 foraminotomies. Morcellized allograft. Exploration of fusion,l5-s1. Removal of posterior instrumentation, l5-s1, with reo pedicle screw system. Pre-operatively, CT scan and radiographic study revealed a solid interbody fusion at l5-s1 level.